Manufacturer narrative:
(B)(4). The reported set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during lead revision procedure, lv set screw was found to be stripped. Device was explanted and replaced. Patient&#38112;condition was good during the procedure.